Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past (B)(4) units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Reportedly, the customer filled the cartridge with (B)(4) units of insulin. The customer declined a follow-up call from tandem technical support and confirmed that a new cartridge would be loaded onto the pump. There was no impact to the customer's blood glucose level.